Event description:
The manufacturer received information respiratory tract irritation. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 01/11/2023 and section h11 should be reported as: the manufacturer received information respiratory tract irritation. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit corrected. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated. In box h: remedial action init and recall (z) number was corrected.